Manufacturer narrative:
(B) (4) = obstruction to the left ventricular outflow tract. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Through follow-up with the health-care provider via fax, additional information and the a copy of the operative report was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of approximately 45.07 months. 05/20/2010 (through follow-up with the health-care provider), a response was received. Per the operative report of (B) (6) 2010: findings: the aortic valve prosthesis was without obvious endocarditis. Subvalvular membrane was noted and was creating an obstruction to the left ventricular outflow tract, as well as mitral valve endocarditis of the posterior leaflet, with abscess posteriorly and along the calcifications that extended deep into the annulus and into the lv muscle. The left main orrifice was closed to the new mitral valve, and it was felt best to bypass the lad. There was severe lvh. Due to these reasons, the decision was made to replace the aortic valve.